Manufacturer narrative:
H6: investigation summary in response to the event reported a device history review was conducted for lot number 2224600. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd intima ii¿ IV catheter prn adapter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: at 10:14 on (B)(6) 2023, the patient was admitted to the hospital due to abdominal pain. After admission, the diagnosis was: abdominal pain pending: ectopic pregnancy? In acute pelvic inflammatory disease, establish intravenous access immediately. Check that the outer packaging of the closed venous indwelling needle is intact, and no air leakage or liquid leakage was found when the air was exhausted for the first time. When the patient was punctured, there was no blood return after the puncture, and after the indwelling needle was pulled out, it was found that the needle seat of the fixed needle wing leaked. Immediately replace the intravenous indwelling needle with a new one for infusion.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima ii¿ IV catheter prn adapter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: at 10:14 on (B)(6) 2023, the patient was admitted to the hospital due to abdominal pain. After admission, the diagnosis was: abdominal pain pending: ectopic pregnancy? In acute pelvic inflammatory disease, establish intravenous access immediately. Check that the outer packaging of the closed venous indwelling needle is intact, and no air leakage or liquid leakage was found when the air was exhausted for the first time. When the patient was punctured, there was no blood return after the puncture, and after the indwelling needle was pulled out, it was found that the needle seat of the fixed needle wing leaked. Immediately replace the intravenous indwelling needle with a new one for infusion.